Manufacturer narrative:
Section e: this event was reported by the sales representative. The health care facility is: (B)(6) hospital. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
Note: this report pertains to the first of four speedband superview super 7 used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal varices banding procedure performed on (B)(6) 2024. During the procedure, the first band was successfully deployed. When the second band was attempted to be deployed, it would not deploy. They had to initially cut the wire and replaced with a second speedband superview super 7; however, the same problem happened. It was noted that there was no difficulty experienced upon setting up the devices. Two more speedband superview super 7 were used, but the same problem happened, the bands would not deploy. The scope was removed, and they tested the handle and band deployment. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.